Event description:
Surgeon reports a pt developed severe post-operative endophthalmitis and he is uncertain of the causative factor. A vitrectomy with antibiotic injection was preformed. Culture results yielded strep viridens. Visual acuity prior to the event was 20/40 and is currently count fingers only.